Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image shows a metal ball is missing from electrode. A clinical review states per case details, it cannot be confirmed it the reported broken ball was retrieved from the patient. One photo of the device was provided for review and confirms the reported. Without the requested clinical information, the reported starvac wand breakage could not be further assessed. The starvac wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage/retained foreign body could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during shoulder arthroscopy, an electrode of a starvac 90 icw was separated and fell off. Irrigation was performed to remove the ball, but it was difficult to confirm with the naked eye, and the operation was completed with the same device. A delay of less or equal to 30min was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during shoulder arthroscopy, an electrode of a starvac 90 icw was separated and fell off. Irrigation was performed to remove the ball, but it was difficult to confirm with the naked eye, and the operation was completed with the same device. It is unknown if there was a surgical delay. No further complications were reported.